Manufacturer narrative:
Artsana has performed a retrospective review of adverse event reported on maude system. At the end of review, artsana decide to submit to FDA the 3500a form. Issue: injury needle break-off. We have receive the defective sample and we have performed on that the following test/investigation: 60x visual examination by stereomicroscope. Review the device history record. These tests were performed on (B)(4) 2011 without detaching any issues. No other related complaints were raised against this lot. The broken sample was analyzed by stereomicroscope. The investigation reported that the needle fracture was ductile and was due to applied overload force. All artsana pen needle are conformed to the iso 9626 "stainless steel needle tubing for MFR of medical devices" with normal single use bending/breaking should not occur. No further action.

Event description:
The user stated: he inject himself yesterday morning and the needle detached in his body. He stated he went to the ER and the needle was found via imaging referred to surgeon. Surgeon unable to remove needle. He has an alternate way of administering his insulin.